Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient stated that they felt a surge last fall over a period of 30 minutes and they believe that at that time their implant depleted. Patient said they are having a hip replacement in 2 days and they are trying to check the status of the implant, but the controller won't communicate with it because the battery is dead. Agent reviewed eos procedure for implant and implications on patient's surgery. The patient was redirected to their healthcare provider to further address the issue. Patient stated that the implant never really worked for them and they are going to have the implant removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they still have one in place and the new lead and device were implanted. Their symptoms never really changed, were reduced, or were controlled. By having either device implanted. It was caused by normal battery depletion as it was 8 years since it was implanted and they did feel surging sometime before.